Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of the photos was performed and revealed embedded foreign matter in the sidewall of the tube. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter was found inside the tube after blood collection."